Event description:
It was reported via maude event report no. Mw5040778 that a patient began to experience glare and seeing prisms of light. The patient described the prism "as if there were millions of pieces of shattered glass." Reportedly, the patient underwent yag laser capsulotomy, but it did not resolve her symptoms. Afer follow up, the patient was advised that the lens was "tilted" and recommended a "ring" placement. The lens was removed and replaced with another model lens. This event pertains to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.